Event description:
It was reported that the right ventricular (rv) lead had episodes of t-wave oversensing (twos) post ventricular sense. Follow up with the physician's office indicated that no reprogramming was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had been reprogrammed to avoid t-wave oversensing (twos). No patient complications have been reported as a result of this event.